Event description:
Boston scientific crm received information that this transvenous defibrillation lead exhibited an increase in pacing impedance. At implant, the pacing impedance was 680 ohms and now it was 1472 ohms. Pacing thresholds were normal and stable. An x-ray performed in june found no issues with the lead. Technical services discussed that this was a high impedance lead and this measurement was within range for this model. Technical services recommended continuing to monitor the lead for pacing threshold changes.

Manufacturer narrative:
Boston scientific received new information that the pacing impedances had reached 2000 ohms. It was noted that during the device replacement procedure, this lead was explanted and was replaced with another boston scientific defibrillation lead. The field representative at the procedure reported that the lead was severely damaged during extraction and would not be returned for laboratory analysis. No adverse patient effects were reported. This report will be updated if additional information is received.